Event description:
The customer reported that the ventilator would turn off by itself. The ventilator was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers service technician reported the ventilator would start to boot up but would then turn off, duplicating the reported problem. Review of the device diagnostic log noted the ventilator was resetting. The service technician reported replacement of the power supply and battery corrected the finding. Applicable final testing was completed and passed per operating specifications.